Event description:
Customer reported issues with the insulin pump. Customer reported the insulin pump kept alarming it was going to suspend. Sensor glucose was 70 mg/dl and customer does not recall blood glucose level, but stated it was not accurate. Customer stated the device kept alarming all through the night. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.